Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was felt to be consistent with myopotentials. The sensing vector was reprogrammed from secondary to primary. Subsequently, the device again exhibited oversensing that resulted in delivery of an additional inappropriate shock. Review of the stored episode noted low r-wave signal amplitude measurements that resulted in oversensing. Technical services (ts) discussed potential troubleshooting and programming options to consider. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. The noise was felt to be consistent with myopotentials. The sensing vector was reprogrammed from secondary to primary. Subsequently, the device again exhibited oversensing that resulted in delivery of an additional inappropriate shock. Review of the stored episode noted low r-wave signal amplitude measurements that resulted in oversensing. Technical services (ts) discussed potential troubleshooting and programming options to consider. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.